Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with palpitations. Device interrogation revealed noise oversensing on the right ventricular (rv) lead that cause inappropriate anti-tachycardia pacing to be delivered. It is unknown if the rv is related to the heart palpitations. Programming changes were performed to resolve the issue. The patient condition was stable.